Event description:
The customer stated that false positive architect stat troponin-I results were generated for patient samples. The customer has been tracking discrepant architect stat troponin-I results. The customer uses a cutoff value of 0.06 ug/l. For patient 1 of 10 (specimen ID (B)(6)), results of 0.244, 0.017 and 0.004 ug/l were generated. The negative result of 0.004 ug/l was reported. There is no report of impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Complaint tracking and trending for architect stat troponin-I reagent list number 2k41-38, lot number 43007un10 was reviewed. This review did not identify any problematic complaint activity that would indicate this product is performing contrary to its claims. To evaluate the assay's performance, an internal troponin-I panel with reagent lot 43007un10 and lot number v37308 of calibrators was tested. The troponin-I panel is made from human plasma and is targeted to a known concentration. The panel was within specification. This demonstrates that the assay can accurately detect known concentrations of troponin-I. The customer returned two patient samples for testing. Dilution linearity testing and sample treatment with a heterophilic blocking scantibodies tube (hbt), as specimen volume allowed, was performed. Hbt testing was not performed on one of the samples due to low sample volume. Interference was indicated on the other sample. The architect stat troponin-I reagent package insert states that the presence of heterophilic antibodies in a patient specimen may cause anomalous values to be observed. No product deficiency was identified because the results for the accuracy testing and complaint tracking and trending review indicated that the product is performing as expected.